Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that the keypad buttons were sticking. No additional information was providing. Customer technical support made attempts to contact the patient to complete troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.